Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Performed camera and collimator calibration. Verified field size. The system was found to be working as intended. System returned to service.

Event description:
It was reported that the 9800 system failed the input phosphor size evaluation (texas code: 289.227). There was no reported patient involvement.